Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous low patient results for multiple analytes, which included sodium (na), total protein (tp), and blood urea nitrate (bun). The customer also indicated the analyzer generated sample probe error and clot sensor errors. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was due faulty sample (s) probe inner wash valve not properly activating. The fse also found condensation on new sample syringe case. The replaced the s probe inner wash valve, tubing, and cleaned condensation from syringe case which resolved the issue. The primary failure mode was identified as faulty s prove inner wash valve. The fse performed verification testing successfully. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).